Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 106-107 mg/dl, and the meter bg reading was 32-33 mg/dl. Customer received normal third party assistance and administered a manual injection to address bg level. Reportedly customer fell over and did not sustain any injury. Customer acknowledged pump functioned as intended.